Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was competed with a non-bsc device. No patient complications nor injuries were reported.